Event description:
Dreamstation 2 pressurization malfunction. System is set at 9 cmh2o at ramp and 13 cmh2o auto CPAP. System over pressurized during auto CPAP and was changed to regular CPAP with no change in function. Pressure switch failure which affects the flex feature of the unit ( inhalation versus exhalation). Computer board could have a malfunction that senses the inhalation versus exhalation functionality. This was a replacement for the original dreamstation that was recalled due to insulating foam degradation. I have ordered a new resmed unit from my provider.